Event description:
The customer reported that the system was intermittently displaying a communication failure error message and locking up during procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage was adjusted and the contact was cleaned. The system was then found to be operating as intended.